Manufacturer narrative:
It was noted during the analysis that the insulation of the lead body of the linox lead had been damaged by fraying. The setrox lead also showed fraying of the insulation. These damages must be regarded as the cause for the clinical complaint. The observed damage manifestations require excessive mechanical stress of the leads over a longer period of time. The position and characteristics of the fraying lead to the assumption of friction between the setrox and the linox lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Furthermore, the analysis of the linox lead showed that the rope conductor to the rv shock coil was exposed outside of the lead body. The rv shock coil was strongly deformed. These damages probably are a result of strong tensile stress during the explantation. The analysis did not find any manufacturing errors or material defects on the lead.

Event description:
After an implantation time of about 31 months, this device was explanted due to oversensing. There were no adverse patient effects reported.